Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right atrial (ra) lead was oversensing noise resulted in inappropriate mode switch episodes. The ra lead also exhibited outer insulation breach. No intervention was performed. The patient was in stable condition.